Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
The customer reported that the ventilator¿s proximal pressure sensor autozero failed. It is unknown if the unit was in use on a patient at the time the failure was discovered, but there was no patient harm reported. The customer contacted product support and requested for service repair. New information received shows that the solenoid valve was replaced in the device, but no other details were provided regarding that part replacement. Further information is pending.

Manufacturer narrative:
Philips key market contact stated that the issue was discovered in the biomedical shop. There was no patient involvement. The solenoid valve ordered was a material-only request for the customer. Therefore this complaint no longer meets reportability requirements.